Event description:
It was reported that at a follow-up visit, the left ventricular lead was not capturing. A chest x-ray revealed a lead fracture, and the lead was replaced. No patient complications have been reported as a result of this event. The implantable cardiodefibrillator was changed out at the same time as the lead replacement, and subsequently tested out of specification during mfgr's analysis.

Manufacturer narrative:
No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. There is no evidence to indicate a problem with the batteries. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. It was reported that at a follow-up visit, the left ventricular lead was not capturing. A chest x-ray revealed a lead fracture, and the lead was replaced. No patient complications have been reported as a result of this event. The implantable cardiodefibrillator was changed out at the same time as the lead replacement and subsequently tested out of specification during mfgr's analysis. Device was out of specification in a manner that relates to event ,capture, failure to lead(s), fracture of.

Event description:
It was reported that at a follow-up visit, the left ventricular lead was not capturing. A chest x-ray revealed a lead fracture, and the lead was replaced. No patient complications have been reported as a result of this event.